Event description:
The lay user/pateint called lifescan (lfs) and alleged that his meter was reading inaccurately high. The patient reported a result of 148 mg/dl. He reported no symptoms at the time of testing. He contacted his physician for diabetes treatment advice; none was reported. The patient did not allege any harm or injury. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The patient performed two control solution tests, both failed.